Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that on (B)(6) 2021, a surgeon performed a bilaterial photorefractive keratectomy (prk) on a male patient with low myope using the visx star excimer laser system. The patient presented superior stromal haziness in both eyes (ou) post treatment. The left eye (os) was worse than the right eye (od). The patient had appearance of diffuse lamellar keratitis (dlk). It was stated the patient was asymptomatic and the rest of the exam was unremarkable. On (B)(6) 2021 it was confirmed that the patient was treated with increased topical steroid drops. The patient has recovered and is doing great. Vision is 20/30 od and 20/60 os.